Event description:
It was reported that during a gastroplasty procedure, the device delivered an incomplete staple line. Additional suturing was used to complete the staple line. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but available at this time.